Event description:
A report from germany was received regarding a tip broken off this screwdriver. No other information was provided.

Manufacturer narrative:
Device used for treatment, not diagnosis. The manufacturing records were reviewed and met specification. The tips are broken and indicate consequence of excessive torsion. Deformation of the tips happens in high mechanical burden. No product fault could be detected.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. A review of the device history record has been requested.